Event description:
The field service rep was presented with two pt samples that had erroneous results for calcium and glucose. Sample 1 initial calcium result was 16.3 mg per dl, repeat result was 9.9 mg per dl. Sample 2 initial calcium result was 14.3 mg per dl, repeat result was 9.3 mg per dl; initial glucose was 216 mg per dl, repeat result was 134 mg per dl. No erroneous results were reported. No treatment was received as a result of the incident.

Manufacturer narrative:
If additional info is received, appropriate notification will be provided.